Event description:
Caller reported a malfunction on the pump, identified by malf 12, although no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller with the reset, ensuring the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, acknowledging the instructions given.